Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 3 had failed. A field service engineer (fse) cleaned contacts on both drawer controller boards and secured connections. Fse tighten hard stops to resolve the issue. Fse test good in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers failed and required maintenance. The customer performed troubleshooting steps, including system reboot and recovery; however, both attempts were unsuccessful. The customer also unplugged and reconnected the power cable, but the issue persisted. The back panel was opened and inspected, and the issue continued to persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.